Event description:
It was reported that approximately 30 minutes into a da vinci s prostatectomy procedure, the surgeon noticed a hole in the "shaft" of the monopolar curved scissors (mcs) instrument. The surgeon immediately removed the instrument and replaced it with another instrument of the same type to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a .270 inch by .075 inch oblong hole burned through the main tube. The hole is located roughly 1.25 inches above the tube extension. A ring of tube material is removed around the perimeter of the hole, indicative of arcing, and the main tube has a longitudinal crack that bisects the hole. The instrument was disassembled to find the hypotubes and cap coupling tube charred in the same location as the hole. The tube crack that bisects the hole, starts at one of the slots at the distal end of the tube. There is also a second longitudinal crack at the distal end located 90 degrees radially from the crack at the slot. The second crack also extends past the location of the hole. Engineering has determined that the crack in the tube and high generator settings likely created a path for arcing to occur. The source of the crack is unclear. Engineering also observed the distal end of the main tube has a 3.5 inch long section directly above the tube extension, with material removed. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.